Manufacturer narrative:
These devices were removed from service more than three years ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.

Event description:
Device interrogation showed decreased output on lv (2187) lead and high thresholds (4092). Both leads were replaced; no patient complications have been reported as a result of this event.